Manufacturer narrative:
Additional information: a medtronic representative reported that the measurements of the projections was accurate. The software investigation found that the reported event was unrelated to a software issue as the application software is not designed to know the width or the projection when using the suretrak clamp. The software functioned as designed.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a spinal fusion, the autocad model of the instrument in the application software did not match the actual instrument when utilizing a suretrak instrument versus a midas instrument. It was reported that both instruments had a similar width though the projection of the suretrak was larger, resulting in the representative changing the instrument in the application software. The surgeon opted to complete the procedure without the use of the navigation system as they were concerned about a potential imprecision, that was not confirmed. A confirmation image acquisition found that the screws were placed accurately. There was no impact on patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue. No additional information was provided.